Event description:
It was reported that the preloaded monofocal lens was explanted due to visual acuity improving but still a little hazy. Additional information was received and it was learnt that visual acuity is clear but patient cannot read street signs or read captions on tv. The patient is experiencing itching and burning, photophobia, or oil film. The patient daily activity was significantly affected. The patient status is unknown. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140 - visual disturbances: photophobia/increased light sensitivity-transient : photophobia device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted